Event description:
It was reported that this device exhibited premature battery depletion (pbd) in seven months from five years to 1.5 years. A request was made to have data from this device analyzed. Data analysis showed the power consumption of this device has been increasing during the past year. Device replacement was recommended. Additional information was received, stating that the device was explanted. There were no patient complications or adverse effects reported. At this time, the product has been returned, this investigation will be updated once analysis is completed.

Event description:
It was reported that this device exhibited premature battery depletion (pbd) in seven months from five years to 1.5 years. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information was received, stating that the device was explanted. There were no patient complications or adverse effects reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes a high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Investigation conclusion: expected or random component failure without any design or manufacturing issue.